Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2015 due to hernia recurrence, abdominal pain, infection, adhesions, scar pain and seroma formation. No additional information was provided.